Event description:
Received information stating the customer's fill estimate was inaccurate. Reportedly, the customer refills cartridges outside of the load process. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions from filling a cartridge until prompted by instructions on the pump screen. The addition or removal of insulin from a filled cartridge will result in an inaccurate display of insulin level on the home screen. In addition, the user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.